Event description:
It was reported to boston scientific corporation that a polyflex esophageal stent was implanted within the esophageal-gastric union of a patient on (B)(6), 2011. According to the complainant, the patient presented with a fistula as a result of bariatric surgery. It was reported that the patient underwent the bariatric surgery six days prior to the stent placement. There were no complications during the stent placement procedure. One day post stent placement, on (B)(6), 2011, the physician noticed that the fistula lesion increased in size. Leakage tests were performed by having the patient drink hydrosolulable medium along with contrast media. During the test, leaks were observed between the stent walls and the esophagus. Therefore, on (B)(6), 2011, an endoscopic procedure was performed (patient was sedated during procedure), and it was discovered that the flare of the stent was folded inside itself. The physician decided to remove the stent. It was reported that after stent removal, the fistula remained open and has not been sealed. On (B)(6), 2011, a feeder probe was placed in the patient. To date, a second stent has not been placed, and no further intervention is planned. The patient was reported to be stable condition. It is important to note that the dfu for the polyflex esophageal stent cautions: "stenting across the gastroesophageal junction may increase the risk of migration".

Manufacturer narrative:
(B)(4). The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
The stent system was received with a stent body and no delivery system. The visual examination of the returned stent did not reveal any obvious signs of contamination, discoloration, missing parts or design irregularities. The radiopaque markings were clearly visible. The stent body was partially destroyed, and particularly at the edges there were destroyed mashes noted. Most probably the damages observed on the stent body are procedure or patient anatomy related. The most probable root cause classification of this investigation is operational context. A review of the device history record was performed; no anomalies were noted that could be related to this complaint. A review of complaint history for the reported lot number was performed and concluded there were no other complaints reported for this lot. A labeling review was performed, and from the information available this device was used per the directions for use (dfu) / product label.

Event description:
It was reported to boston scientific corporation that a polyflex esophageal stent was implanted within the esophageal-gastric union of a patient on (B)(6) 2011. According to the complainant, the patient presented with a fistula as a result of bariatric surgery. It was reported that the patient underwent the bariatric surgery six days prior to the stent placement. There were no complications during the stent placement procedure. One day post stent placement, on (B)(6) 2011, the physician noticed that the fistula lesion increased in size. Leakage tests were performed by having the patient drink hydrosoluble medium along with contrast media. During the test, leaks were observed between the stent walls and the esophagus. Therefore, on (B)(6) 2011, an endoscopic procedure was performed (patient was sedated during procedure), and it was discovered that the flare of the stent was folded inside itself. The physician decided to remove the stent. It was reported that after stent removal, the fistula remained open and has not been sealed. On (B)(6) 2011, a feeder probe was placed in the patient. To date, a second stent has not been placed, and no further intervention is planned. The patient was reported to be stable condition. It is important to note that the dfu for the polyflex esophageal stent cautions: "stenting across the gastroesophageal junction may increase the risk of migration".

Event description:
It was reported to boston scientific corporation that a polyflex esophageal stent was implanted within the esophageal-gastric union of a patient on (B)(6), 2011. According to the complainant, the patient presented with a fistula as a result of bariatric surgery. It was reported that the patient underwent the bariatric surgery six days prior to the stent placement. There were no complications during the stent placement procedure. One day post stent placement, on (B)(6), 2011, the physician noticed that the fistula lesion increased in size. Leakage tests were performed by having the patient drink hydrosolulable medium along with contrast media. During the test, leaks were observed between the stent walls and the esophagus. Therefore, on (B)(6), 2011, an endoscopic retrograde cholangiopancreatography procedure was performed (patient was sedated during procedure), and it was discovered that the flare of the stent was folded inside itself. The physician decided to remove the stent. It was reported that after stent removal, the fistula remained open and has not been sealed. On (B)(6), 2011, a feeder probe was placed in the patient. To date, a second stent has not been placed, and no further intervention is planned. The patient was reported to be stable condition. It is important to note that the dfu for the polyflex esophageal stent cautions: "stenting across the gastroesphageal junction may increase the risk of migration".